Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized, p/n 42500607001, l/n 62330608; tibia cemented 5 degree stemmed, p/n 42532008301, l/n 62625812; 2.5 mm female hex screw 25 mm length, p/n 42509902525, l/n 62824343. (B)(6). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00102, 0002648920 - 2018 - 00502, 0001822565 - 2018 - 03383.

Event description:
It was reported the patient experienced infection approximately two months post left knee arthroplasty and was eventually revised four years post implantation after previous unsuccessful treatments. No additional patient consequences were reported.

Event description:
It was reported the patient experienced infection approximately two months post implantation. No additional patient consequences were reported.

Manufacturer narrative:
Date of event: (B)(6) 2015. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00102 - 1, 0002648920 - 2018 - 00502 - 1.